Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument cover was peeling off. The procedure was completed as planned. Intuitive followed up and obtained additional information. The peeled coverings of the permanent cautery hook were not exposed. No arcing. There were no signs of thermal damage at site of the breakage. The tip separated, making cautery function impossible. There was no injury. It was reported that while the device was cauterizing the tissue, there were coating peeling. There was no separation, but the tip appeared to weaken, exhibiting a movement similar to wobbling. Ultimately, the tip detached while removing the instrument from the 5x250 cannula, rendering it unusable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .